Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator paddles showed an error code 20 while charging to 70 joules. There was no patient involvement.

Manufacturer narrative:
.